Event description:
The consumer reported that the patient didn't feel stimulation, so they would increase stimulation and felt it momentarily and then it was gone right away. The patient had seen no changes in their symptoms and was not getting a 50 percent reduction in symptoms since implant on (B)(6) 2016. The patient experienced a loss or change in therapy. The patient had leakage and still had to hurry to the bathroom. The patient didn't think the device had reduced their trips to the bathroom at night. The patient was currently on program 4 and therapy was turned on and they weren't sure if they should continue increasing or change programs. The patient increased stimulation from 1.2v to 1.8v on program 4. The patient would call their health care provider (hcp) and set up an appointment. The device was implanted for leakage and the patient's indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient later reported that she now had more time once she had the urge to go. However, she developed a urinary infection, so that had made her urge much more frequent. The patient was resuming her usual exercise of 5 mornings a week and tennis 3 times. The patient wondered how this might affect the stimulation results and what she should expect. It was noted that the patient still needed to wear a pad.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that the patient still did not feel stimulation. There was no trauma/falls associated with the issue. The patient also noted that there were no therapy results. The patient reported that their stimulation never worked very well and has been worse the last couple of months prior to the day of the report. Stimulation was on but the patient's healthcare provider told them "not to mess with it."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.